Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech, the actual device was not available. Therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported, that one (1) enhanced tr band 2 leaked. The case was in the past. The patient condition and the procedure outcome were good. There was 15ml's of air injected into the tr band. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2023: a second tr band was used to complete hemostasis. The procedure being performed, prior to tr band use was a heart catheterization. The blood loss was less than 250cc's. There was no noticeable damage to the device. The device was not manipulated before use in any way, pre-use or during storage. The product was stored in the procedure room. The patient was in stable condition. The outcome was successful. A glidesheath slender was used in the access site.